Event description:
It was reported that caller states not sure if patient is charging very well. Caller states patient charged this morning and this afternoon they went to check the charge level and it was all the way down to 50%. Caller charged again and when they took it off about a half hour later and checked it, it was only at 80%. Caller not familiar with recharger app. Agent reviewed how to use the recharger app to check charge level when they start recharging and after recharging. Caller will monitor for a few days and call back if issue persists.

Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.